Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis infective ((B)(6)) [arthritis infective]. Pyrophosphate calcium crystals in joint fluid [synovial fluid crystal]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6) with gonarthrosis. The pt's medical history was significant for previous medical device implantation with synvisc ((B)(6) 2011 to (B)(6) 2012). On (B)(6) 2012, the pt initiated treatment with second course of synvisc (hylan g-f 20) injection (route and dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2012, the pt received the second synvisc injection. On (B)(6) 2012, arthritis developed and the pt was hospitalized. On (B)(6) 2012, joint fluid culture showed presence of methicillin-sensitive staphylococcus aureus and crystals for pyrophosphate calcium. The physician reported that the joint fluid was gray-brown in color. The action taken with synvisc was not provided. At the time of this report the arthritis infective ((B)(6)) had not recovered and the outcome for the event of "pyrophosphate calcium crystals in joint fluid" was not provided. Relevant concomitant medications reported include mepivacaine hydrochloride. The intensity for both the events was not provided. The reporting physician assessed the event of arthritis infective ((B)(6)) as probably related to synvisc. The reporting physician did not provide a causal relationship between synvisc and pyrophosphate calcium crystals in joint fluid.